Manufacturer narrative:
Additional narrative: date of event is unknown. (B)(4). Incident occurred during the procedure. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Therapy date of concomitant device is unknown. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 04.027.034s, lot # l076789. Manufacturing location: (B)(4), manufacturing date: oct 13, 2016, expiry date: oct 01, 2026. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that after inserting the spiral blade it did not lock. The blade released the inserting handle itself. The blade could not be locked with the insertion handle. There was no patient harm. The surgery was prolonged about 15 minutes. The surgery was completed successfully. Concomitant reported part: insertion handle (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).